Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Therefore, visual and functional evaluation of the product could not be conducted. Patient had (moderate density) type ii bone. The reported device was being placed on tooth # 9 when the incident occurred. No pre-existing conditions were noted on the product experience report (per). The reported device was located on 36 and usage length is approximately 7 years. Pictures or x-ray images were not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the abutment dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant was loosed and superficial infection was also found around the tissue. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date unknown / not provided h6: evaluation codes h10: additional narrative

Event description:
It was reported that the implant was loosed and superficial infection was found around the tissue.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant was loosed and due to this infection was found.